Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the suture initially placed (interrupted or continuous)? What tissue layer was the vicryl rapide suture placed in? How much of the incision was noted dehisced on (B)(6)? Can you describe the appearance of the suture during second procedure when surgeon cleaned remnant? Was the suture noted to be broken? What is the current condition of the patient?

Event description:
It was reported that a patient underwent c-section on (B)(6) 2017 and suture was used. The patient experienced incision dehiscence on (B)(6) 2017. An additional procedure was performed to clean remnant suture pieces and potassium permanganate solution was given. The patient condition improved. Additional information has been requested.

Manufacturer narrative:
Product complaint # ==> pc-000073680 additional information was requested and the following was obtained: the surgery should be lateral episiotomy. How was the suture initially placed (interrupted or continuous)? What tissue layer was the vicryl rapide suture placed in? How much of the incision was noted dehisced on (B)(6)? Can you describe the appearance of the suture during second procedure when surgeon cleaned remnant? Was the suture noted to be broken? What is the current condition of the patient? No further information.